Event description:
It was reported the patient had remained in the hospital after a lead replacement procedure due to a blood clot in the lung. The patient had been released from the hospital on (B)(6) 2012. It was reported the clot may have been due to the procedure. The patient was placed on blood thinners. Follow up regarding the patient status determined the new lead was not providing effective stimulation. It was reported the lead had migrated out of the epidural space. There was no further intervention planned in the near future due to the patient remaining on blood thinners.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.